Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent graft delivery system was returned for evaluation with the stent partially deployed and the outer sheath fractured which leads to confirmed results. It was reported that an 8f introducer was used for access, the tracking vessel was neither tortuous nor calcified, the lesion was not pre-dilated, and the device was flushed before use. Based on available information and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment and sheath fracture. A definite root cause for the reported event could not be determined. The intended placement of the device in the femoral artery represents an off-label use. Labelling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instruction for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instruction for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure". The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. The instruction for use states that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". Regarding indications for use, the instruction for use states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". H10: d4 (expiration date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the femoral artery, the trigger to release the stent was allegedly found to be unresponsive. The procedure was completed using another device. There was no reported patient injury.